Manufacturer narrative:
On 1/25/2017 - the manufacturer was able to identify the model name and number. The procode and PMA code were updated. The manufacture date is unknown. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed a cut in the insulation approx. 2.5 cm distal to the is-1 connector pin which most likely occurred during the surgery. Furthermore the outer coil was found stretched. It is assumed that this damage resulted from tensile forces during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was returned without documentation from medtronic. The serial number on this lead is unreadable. Should additional information be received, this file will be updated.